Event description:
Implantation of a vena cava filter because of pulmonary embolism. Patient's entry in vascular interventional radiology room at 2:10pm. Implantation of the vena cava filter at 5:15pm. At the time of the release, the filter did not open and did not anchor to the ivc wall. The filter has migrated to the right atrium and anchored to the pulmonary trunk wall. Clinical consequences: transfer of the patient to the hospital named "(B)(6)" to remove the filter. Probable injury of the triscupid valve during the retrieval, responsible of a triscupid insufficiency, for which care will be discussed in a second time. The patient remains in hospital in intensive care at the "(B)(6)". He's conscious and in stable condition.